Event description:
It was reported that the ilet user inadvertently pulled the infusion set off the applicator while attempting to remove the needle guard and required assistance to complete a full supply change with a 23-inch teflon 6 mm inset infusion set and new cartridge. No reported symptoms or adverse clinical effects. Outcomes included successful resumption of insulin therapy without alarms. Investigation included remote troubleshooting and education that covered rewinding the pump, removing and discarding the old infusion set and connector, preparing and installing a new cartridge, attaching and securing new tubing and infusion set, filling tubing, applying the new infusion set, and filling the cannula. Investigation of this case revealed user handling error during needle guard removal and improper deployment of the infusion set, which were corrected with guided setup and reinforcement to twist the needle guard before removal. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated by troubleshooting and education.